Event description:
It was reported during a laparoscopic cholecystectomy after the umbilical puncture the obturator would not arm. The case was finished with the same obturator. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot ID. Based upon inquiry verification rec'd, visual examinatin and functional test, the reported event was confirmed. The obturator handle was measured and found not to be skewed. No conclusion could be reached as to how this incident occurred.